Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Date sent to FDA: 7/17/2019.

Manufacturer narrative:
Additional surgical intervention; undefined device problem. To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a robotic ventral incisional herniorrhaphy on (B)(6) 2013 and mesh was implanted. It was reported that on (B)(6) 2015 the patient had a revision surgery at (B)(6) center; noted to have adhesions to the liver, pelvis and the abdomen was infected. No additional information was provided.

Manufacturer narrative:
Patient codes: (B)(4). Device codes: (B)(4) - hernia recurrence occurred. It was reported that following the procedure patient experienced pain, obstruction, scar tissue and hernia. It was reported that the patient underwent mesh removal on (B)(6)2015 by dr. (B)(6).